Manufacturer narrative:
Device analysis summary: 1 empty syringe of 1.0ml received in an opened tray without cap nor needle. No defect observed.

Event description:
Healthcare professional reported the event of during injection with juvéderm® ultra xc the needle disengaged and the product was lost. Patient contact was made. No injury to the patient or injector or staff was reported. The packaged needle was used. This was the initial use of the syringe.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: 5. Precautions ¿ juvéderm® ultra xc is packaged for single-patient use. Do not resterilize. Do not use if package is opened or damaged. ¿ failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection. 8. Instructions for use b. Health care professional instructions 9. If the needle is blocked, do not increase the pressure on the plunger rod. Instead, stop the injection and replace the needle.

Event description:
Healthcare professional reported the event of during injection with juvéderm® ultra xc the needle disengaged and the product was lost. Patient contact was made. No injury to the patient or injector or staff was reported. The packaged needle was used. This was the initial use of the syringe.